Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. Product ID: 8578, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen( 2000 mcg/ml at an unknown dose) via an implantable infusion pump. The patient was noted as having a medical history that included cerebral palsy. It was reported that the patient experienced a return in symptoms. The date the return of symptoms first occurred was not reported. On (B)(6) 2018 a catheter revision took place; the hcp was unable to aspirate from the catheter access port before and during the procedure. The 8709sc catheter was cut at the spine and the pump segment was replaced with a 8596sc. The catheter was patent after the revision and the hcp was able to aspirate from the catheter access port. The issue was noted as being resolved at the time of this report. It was unknown if any environmental/external/patient factors that may have led or contributed to the catheter issue. The patient was noted as being alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the return in the patient's symptoms was first noticed sometime in (B)(6) 2017 or(B)(6) 2017. No further information was reported.